Event description:
It was reported that during implant procedure, after the lead had been connected to the new device, low out of range pacing lead impedance and no sensing were noted. The lead was disconnected from the device to check the set screws and the measurements on the psa; all measurements were normal. The lead was reconnected to the device but still revealed no sensing and out of range pacing lead impedance. The device was not implanted. A new device was implanted with all normal measurements. Patient condition was stable.

Manufacturer narrative:
The reported field event of a sensing anomaly and low pacing lead impedance were confirmed in the laboratory. X-ray inspection identified foreign material on the substrate.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.